Manufacturer narrative:
Second "results of investigation" added to retain historical data. Product was returned post original investigation closure as "no product return". One bioraptor knotless suture anchor was returned. The anchor was separated from the inserter but still attached to the suture. Rotation of the torque limiter cap produces an audible click and shaft advancement as intended. Aside from the anchor, visual assessment of the device shows no other obvious damage. The anchor appears to have taken the brunt of the force. There are no bent inserter tines. There are no sharp edges at the distal tip. The torque limiter functions as intended. Audible click is present. Some general clinical data was provided. The procedure was a hip arthroscopy. A borrowed drill bit was used. No size was relayed. No tap was used. Bone quality was listed as normal. Proceeding per IFU recommended surgical prep steps and recommended method is essential to a successful implant. No root cause associated with the manufacture of these devices could be found.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a procedure the screw broke upon insertion. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.